Manufacturer narrative:
The patient's transplant is reported under manufacturer report number 2916596-2019-02910. Manufacturer investigation conclusion: although the reported low flow alarms were confirmed through the analysis of the submitted log files, a specific cause for these low flow alarms could not be conclusively determined through this investigation. A direct relationship between the device and the reported abnormal lactate dehydrogenase (ldh) and bleeding could not be conclusively determined. The submitted log files showed continuous low flow hazard alarms on (B)(6) 2019, which did not resolve with a controller exchange. The alarms occurred when the estimated flow was calculated below the low flow threshold of 2.5 lpm. The pump operated above the low speed limit for the duration of the log file and the system appeared to be operating as intended. It was reported that the patient was transplanted on (B)(6) 2019 and, therefore, was no longer supported by vad-63031. The center was unsure of why the patient had low flows. They were reported to have resolved. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explain that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The hmii lvas patient handbook also provides a section on handling emergencies. The hmii lvas IFU states that changes in patient conditions can result in low flow, such as hypertension. Bleeding is listed in the hmii lvas IFU as an adverse event that may be associated with the use of the hmii lvas. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for continuous low flow alarms. The patient was given 3 liters of fluid with no resolve. A computed tomography angiography (cta) was performed with no obvious occlusions. The patient's lactate dehydrogenase (ldh) and blood pressure (bp) were initially normal. It was later reported that the patient required 2 units of packed red blood cells (prbcs) for acute blood loss anemia. Additionally, the patient's ldh became abnormal (as low as 385 and as high as 936 on (B)(6) 2019) but stabilized when the patient's fluid status improved. The patient proceeded to a heart transplant on (B)(6) 2019. No further information was provided.